Event description:
Information was received that the patient had reported that the device moved into the left armpit, and then later inflammation at the site was observed. The device was then removed and pus and infection was noted at the site. Device return and evaluation is not necessary because the reported events are not related to the functionality or delivery of therapy of the device. Device history records were reviewed for the generator and lead. The generator and lead passed all specifications prior to distribution. The generator and lead were hp sterilized. No further relevant information has been received to date.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient's vns was in her armpit with significant bruising. They had planned to reposition the device, but surgery has not been confirmed to date. No further relevant information has been received to date.